Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Operator of device: unknown.

Event description:
It was reported that the device had a single horizontal line during power up with audible alarm - will not boot. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.